Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that the patient has a button error on their insulin pump. Patient's blood glucose level is unknown. The mother of the patient called in for her daughter. We advised the customer to have her daughter call in so we may proceed with trouble shooting and replace product if necessary. Device is not being returned. No further information available.